Manufacturer narrative:
E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6). A philips remote service engineer (rse) interviewed the customer who stated there were no audible alarms. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported the tele speaker indicates a defect. It could not be confirmed if the device produced sound at the time of the event. The device was in use on a patient at the time of the event, there was no adverse event reported.

Manufacturer narrative:
Analysis was performed by a philips remote service engineer (pse) which included interviewing the customer who confirmed the alleged malfunction and recalled it was during preventive maintenance they noticed the tele speaker indicates defective. It could not be confirmed if the device produced sound at the time of the report. The rse planned to approve a quotation for an exchange unit then an onsite after approving quotation. However, the customer did not respond to the quote despite multiple folow-up attempts. As a result, philips cancelled the quotation and the case due to lack of customer engagement. Based on the information available in the case, the cause of the reported problem was confirmed to be a speaker issue. The alleged malfunction was confirmed. If additional information is received, the complaint file will be reopened for further investigation.